Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. No excessive no delivery alarms and no bolus anomaly was noted during testing. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose was between 300-400 mg/dl. The customer treated with bolus from the pump and manual injections. The customer had symptoms such as being emotional, thirsty and hyperactive. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to consider using a different type of infusion set more suitable for body type. The customer will be sent a replacement pump. The customer will return the pump for analysis.